Manufacturer narrative:
Date sent to FDA: 09/14/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a laparoscopic cholecystectomy and extensive lysis of adhesions on (B)(6) 2018 during which the surgeon noted there to be dense matted omental adhesions to her anterior abdominal wall from prior mesh placement. The omental adhesions were cleared off the anterior abdominal wall. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted the mesh had parachuted through the defect, resulting in the recurrence. The perimeters of the new defect were sounded out circumferentially, allowing repair to be done. It was reported that the patient experienced severe pain, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.